Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to challenging patient anatomy (thin leaflets). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. An additional mitraclip xtw was then advanced within the patient to further reduce the mr and was successfully placed. Upon closing the clip it was identified that the mr increased and a tissue injury was identified. The clip was removed from the patient and two non-abbott (pascal ace) clips were implanted successfully. The final mr was grade 3. There were no clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.